Event description:
It was reported that there was a remote transmission report for an alert for "impedance out of range" on the all of the following leads: superior vena cava (svc), right ventricular (rv) pacing lead and left ventricular (lv) lead. The leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 7120 competitor defibrillation lead, (B)(6) 2009. (B)(4).